Manufacturer narrative:
The pump gave a button error alarm due to corroded keypad traces. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 182 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she was at the beach out in the sun when the pump alarmed with button error; she then got out the sun. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.